Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ vaginal panel, a false positive patient result was obtained. Sample was positive for candida spp., candida galbrata, candida krusei, and trichomonas vaginalis, and negative for bacterial vaginosis. Test was repeated and was negative for all organisms. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ vaginal panel (ref. 443712) lot: 5044792 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max vaginal panel indicated that lot: 5044792 was manufactured according to specifications and met performance requirements. The complaint concerns one sample¿s positive results for the candida spp. (Cgroup), candida glabrata (cgla), candida krusei (ckru) and trichomonas vaginalis (tv) targets. Upon repeat test from the same sample buffer tube (sbt), negative results for all the targets were obtained. Customer provided run files for runs (B)(4) from bd max¿ instrument ct3055 for investigation and identified sample tested in position b9 (run (B)(4); initial test) and a10 (run (B)(4) as the discrepant samples. Run (B)(4) was analysed and manual pcr curves adjudication revealed step dislocations in all the channels which were interpreted as positive results by the assay algorithm. However, it is unlikely these positive results correspond to true amplification. Moreover, pcr curves analysis of the repeat test (sample a10 run (B)(4) showed expected amplification in the cy5.5 channel (internal control target) and no amplification in the other channels. The issue seemed isolated to this event. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max vaginal panel lot: 5044792. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ vaginal panel, a false positive patient result was obtained. Sample was positive for candida spp., candida galbrata, candida krusei, and trichomonas vaginalis, and negative for bacterial vaginosis. Test was repeated and was negative for all organisms. There was no report of patient impact.